Event description:
During a tfn procedure, the surgeon implanted the nail and then proceeded to place the k-wire into the femoral head, measured and used the step drill. The surgeon gave the length to the scrub tech and she placed the helical blade on the inserter and gave it to the surgeon. As the surgeon began to advance the helical blade, it had not gone but 30mm and it didn't seem to want to progress any further. Lateral and a. P. View x-rays were taken x-ray and the surgeon did not see any problems. The surgeon tried to tap a couple of times with a mallet but still no progress. The sales consultant began looking at the x-ray closer and noticed that the interlocking device in the nail seemed to be down and deployed. The sales consultant asked the surgeon to use the flexible screwdriver to place in the back of the nail and back out the locking device which was locked down. After that the surgeon drilled again to be sure he was in the same place and placed the helical blade with ease. The procedure was a delayed by approximately ten to fifteen minutes due to this event. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.